Manufacturer narrative:
Insulin pump was received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the customer had a keypad anomaly. The customer stated the numbers on their keypad was scrolling when attempting to bolus. Customer's blood glucose was 215 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.